Event description:
A friend or family member of patient called to report that the patients recharger had not worked since (B)(6) 2012. The friend or family member was directed to contact boston scientific for troubleshooting. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).